Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt reported on (B)(6) 2014, he activated a new pod and by the next morning (B)(6) he broke up with very high blood glucose reading (exact bg level was not provided). He also checked for ketones and they were high. He then decided to go to the emergency room where he was hospitalized for diabetic ketoacidosis. Upon further inspection he noticed the needle did not insert the cannula into his skin and the pink slide insert was not in the pod window. He did not provide any further info regarding the hospitalization or his treatment.